Event description:
It was reported to baxter (B)(4) that an infusor sv 200 device has a cracked filling port cap before use. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a broken fill port cap was not confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. Trend review determined that similar reports have been received by baxter. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.